Event description:
It was reported that an employee was sprayed in the eyes with a chemotherapy drug, carboplatin causing chemical abrasions to the right eye. The 20ml syringe cracked during injection of the drug into a bag. Antibiotic drops and an ophthalmologist follow up were required.